Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the psu needed to be replaced. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. Analysis found that there was a history of low illuminator current. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the right led light of the positioning sensor unit (psu) illuminated orange. The issue began starting roughly in (B)(6) 2018, and the product was not used, so it seemed the site considered this to be normal at the time. During a recent briefing session about using the navigation system, it was discovered that the orange led light was a product issue. This issue was noted outside of a procedure, and there was no patient involvement.